Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been using a higher basal rate since the fall. He mentioned that he has experienced blood glucose values ranging from 300 mg/dl to 500 mg/dl when using the standard basal rate. The customer would treat via insulin pump bolus. Additionally, the customer had a crack on his battery compartment. The damage occurred when he dropped the insulin pump. The insulin pump was not returned for analysis.